Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure in 2007. The patient went back to work the following month, and has been doing fairly well. She had the expected bruising and hip pain and was treated with flagyl last week. She indicated on the same day that she felt well; however, on the following day, the patient had some fairly heavy vaginal bleeding. She passed a few small clots and the bleeding was bright red. The surgeon examined her and indicated that the bleeding was definitely vaginal, but couldn't find a site of bleeding. Her anterior and posterior sutures are still in tact and her exam wasn't particularly tender except the perineum. The surgeon put a tampon soaked in monsel's solution in overnight and on the next day, no further bleeding occurred. On one day later, the surgeon reported that the patient had more discomfort and swelling, especially at the perineum.